Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Intended use is for patients 2 years and older. Root cause: unable to determine / customer using outside of intended use. Source: phone.

Event description:
Customer reporting a false positive flu b result on a 13 month old patient. Customer states the result was negative by pcr. Intended use of kit is not for children under the age of 2.